Event description:
Manufacturer representative reported patient's vessel was severed due to excessive pressure needed to dissect through tissue. Pressure was applied to the vessel until it became occluded. There was minimal blood loss. The patient did not suffer from the loss of blood and is doing fine. Hcp reported device is more malleable. No report of device return. A follow-up report will be sent if additional information is received.